Manufacturer narrative:
Concomitant medical products: product type; catheter. Product ID: 8780, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the 8780 catheter was discarded by the customer. No further complications have been reported as a results of this event.

Manufacturer narrative:
Review of additional information received shows that there is not information to reasonably suggest that the catheters (8596sc, serial# (B)(4) and 8709sc, serial# (B)(4) ) previously reported may have caused or contributed to a death or serious injury or that the devices had malfunction. Therefore, these devices do not and does not meet the reporting requirements stipulated in 21 cfr 803. Concomitant medical products: product ID 8780, serial# unknown, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a healthcare provider (hcp) via a device manufacturer representative indicated that the patient presented to the hospital on (B)(6) 2018 with signs/symptoms of a narcotic overdose. It was unknown if any environmental/external/patient factors may have led or contributed to the issue but the pump was included as a possible cause. It was reported that the pump and pump segment of the catheter were explanted on (B)(6) 2018. It was noted that the catheter was not registered to the patient so the serial number and implant date were unknown. During the revision surgery, it was discovered that the catheter was kinked by a suture. It was reported that the devices would be returned for analysis. The issue was noted as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of medical devices: product ID 8596sc, serial# (B)(4), product type catheter. Product ID 8709sc, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-oct-2015, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-oct-2012, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (1.2 mg/ml at .1512 mg/day) and dilaudid (10 mg/ml at 1.260 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and arachnoiditis. It was stated that over time the patients therapy had been decreasing since 2017. It was reported that since the pump refill on (B)(6) 2018 the patient had been feeling very ill, sleepy, dizzy and not feeling herself. The hcp attempted a catheter dye study but was unable to aspirate from the catheter access port so the procedure was aborted. It was reported that all pumps reservoir contents was aspirated and all 19 ml of drug were accounted forso it was put back into the reservoir. The caller questioned if the catheter was separated from the pump and sent an x-ray to tech support to review. It was recommended to the caller to confer with the hcp and decide if a possible therapeutic single bolus does be used to confirm the patients response and depending on that outcome perform an exploratory catheter revision surgery. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the overdose was undetermined. It was reported that the pump and catheter fragment that were explanted would be returned for analysis. Additional information was received from a healthcare provider (hcp) indicated that the patient was currently doing ok. The hcp was requesting assistance with programming the new medication dosage and concentration. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), product type catheter. Product ID 8709sc, serial# (B)(4), product type catheter. Product ID 8780, serial#: unknown, explanted: (B)(6) 2018, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via the legal team reported the patient was not feeling themselves. The patient was loopy, tired, very thirsty, and nauseated. The hcp was notified that the patient was feeling unwell and coming in for assessment. The patient presented to the clinic jittery, diaphoretic, altered speech, altered mental status, lethargy, and nausea. The patient's blood pressure was found to be 162/99 and pulse of 131. The pump rated was returned to the previous amount of 1.260 mg/day. The personal therapy manager, ptm, was disabled. Per provider, IV was started by int rn (B)(6) in right arm, and 0.1 mg naloxone was given to patient. 20 minutes later another0.1 mg naloxone was given to patient. Dr. (B)(6) stated he felt patient was doing better after receiving naloxone. The pump port was accessed and 19 ml was withdrew, assessed, and returned to the pump. It was noted the patient had an accidental overdose. It was noted the patient had their pump refilled on (B)(6) 2019, and felt "high", nausea, and generally unwell. When the patient got home, they were very fatigued, confused, and slurring their speech, constricted pupils, mentally dull, worsening heart rate, speech disturbances, and difficulty swallowing. The patient was given 0.2 mg IV narcan in clinic and transferred to the ed by ems who also gave 4 mg zofran and 30 mg toradol. The patient states that they had never experienced a similar reaction from changing their medication. It was noted the patient had a opioid overdose due to a suspected pocket fill. Last medication change was 6 months ago. The patient was also very itchy and shaking from the medication reaction. It was noted the patient had increased spasticity in the lower extremities. It was then noted the patient was in some state of withdrawal from opioid. It was mentioned the patient had a cbc and showed mile leukocytosis. The patient was discharged home in good condition. On (B)(6) 2018, the patient's pump was refilled and a volume discrepancy of 3.3 ml was noted. A dye study was to be done and the pump was refilled on that date. The patient went to the clinic, on (B)(6) 2018, for the dye study and a volume discrepancy of 1.8 ml in pain pump. The patient had unmanageable pain that was sharp, dull, aching, and throbbing. It was noted the hcp was able to withdraw a very minimal amount of pump fluid, but not as much as expected. The dye was not seen during the dye study and the catheter appeared to be di sconnected from the it pump port. After the dye study the patient was doing ok with just a little more generalized pain. It was noted the hcp was not positive about the disconnect as it was not in keeping with the patient suffering a narcotic overdose. The patient's pump and catheter got replaced. During the surgery it was found that the catheter was still attached at the pump sutureless connector; however; the catheter was kinked around the sutures that were used to secure the pump. The sutures were kinking the catheter quite severely near the sutureless connector site. The sutures were cut and the pump was retrieved. The pump reservoir was aspirated but no csf could be obtained. The hcp then disconnected the sutureless connector and tried to aspirate csf from the catheter using the 1 cc syringe without a lyar lock. This was also unsuccessful. They then decided to cut out the existing pump connector segment including the collet connector which could be a source for occlusion with debris. A new pump connector segment was placed and csf was able to be aspirated. The old pump was aspirated andall of the drug removed and placed within the new pump. The patient handled the surgery well.

Manufacturer narrative:
Concomitant medical products: product type: catheter, product ID: 8780, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that pump was never registered to the patient and the serial number completed on the source document was actually an older pump that had been replaced by the unregistered pump. It was reported that the pump was returned. No further information was contained within this document.